Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: turns on and off three times during a case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of this issue could be the sterilization method and/or wear and tear since this camera head has been in the field for over eight years and the last time it was serviced was on may of 2021. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.